Event description:
It was reported that a patient with arthritis underwent an 8 level kyphoplasty procedure at t9 and t11-l5 because the patient presented with multiple compression fractures at each level and "bones that were mush" due to high doses of prednisone steroids for 2-3 years. The case was completed successfully in 1.5 hours with no problems but as the patient was being turned over onto their back, the patient coded. The staff worked to revive the patient for 45 minutes but could not get the patient revived. According to the report, the anesthesiologist stated that the cause of death was a massive mi and noted that there appeared to be a "hole in the heart" that may have contributed to the death. It was also speculated by the hospital staff that a blood clot from the surgery may have migrated when turning the patient's body after surgery was completed. Each level of the kyphoplasty was approached bilaterally with size 3 balloons, and there was no noticeable cement leakage during the case at any level. The kyphoplasty has not been noted as a possible cause of death in this case. The patient had previously undergone a kyphoplasty at t10 for a compression fracture at that level (date of surgery unknown). An autopsy was not performed on the patient, per the request of the family. No additional information was provided.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4).